Event description:
It was reported that during preventive maintenance testing, the bpm (beats per minute) on the epg (external pulse generator) was 80, but the analyzer read 85. It was further reported the analyzer showed no a-v (atrioventricular) interval output from the epg. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was out of specification, the side bail covers and battery drawer were broken, the ring cover was contaminated, the battery contacts were compressed, one bail was missing and the ring was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.